Event description:
I had (endometrial ablation) novasure done in (B)(6) 2008 for heavy bleeding during my periods. I began having severe pelvic pain about 2 months ago. I have now been diagnosed with post ablation syndrome and have to have a hysterectomy due to the ablation. I was not told the possible long term effects such as a hysterectomy especially for women who had it done before the age of (B)(6). I have found I am not the only woman to have these problems. There are many who have had the same problems.